Event description:
It was reported to philips that the live imaging monitor was intermittently blank on the azurion device. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use. The philips remote service engineer (rse) has remotely analyzed and noted that the equipment startup acquisition screen intermittently does not display. Philips field service engineer (fse) confirmed the equipment screen intermittently does not work. Fse later found the network cable damaged by user movements. Fse replaced the network cable in r-cabinet. Post replacement of network cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.